Event description:
According to the reporter, during daily testing, the device would not discharge from the paddles buttons. The device was removed from service for eval by the local physio-service representative.